Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on (B)(6) 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of (B)(6) 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6) 2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. The patient¿s treatment plan is yet to be decided. Preliminary analysis results confirmed the reported ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue is suspected.

Manufacturer narrative:
Reportedly, high atrial lead impedance measurements along with atrial and ventricular noise oversensing were observed on (B)(6) 2018. The subject pacemaker was explanted on (B)(6) 2018 and should be returned for analysis. During the re-intervention, pull tests were performed to check the leads connections; both leads were firmly connected. The proximal ends of both leads were capped and the leads were abandoned in the patient¿s body. Preliminary analysis revealed that, based on available data, a ventricular lead issue and an atrial lead issue and/or a lead-pacemaker connection issue at atrial level are suspected.

Event description:
Reportedly, on (B)(6) 2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on 9 april 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of (B)(6) 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6) 2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. The patient¿s treatment plan is yet to be decided. Preliminary analysis results confirmed the reported ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue is suspected.

Event description:
Reportedly, on (B)(6)2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on 9 april 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of march 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6)2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. The patient¿s treatment plan is yet to be decided. Preliminary analysis results confirmed the reported ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue is suspected.

Manufacturer narrative:
Analysis of the returned pacemaker did not reveal any anomaly that could be related to the reported event. Based on available data, atrial and ventricular leads issues are suspected.

Event description:
Reportedly, on (B)(6) 2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on (B)(6) 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of (B)(6) 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6) 2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. The patient¿s treatment plan is yet to be decided. Preliminary analysis results confirmed the reported ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue is suspected.

Event description:
Reportedly, on (B)(6) 2016, the pacing system was implanted in the patient¿s left chest. During a follow-up performed on (B)(6) 2018, eleven v burst episodes showing ventricular noise oversensing were recorded in the device memory. Ventricular lead impedance measurements were stable around 650 ohms; however a low measurement (below 200 ohms) was recorded at the end of (B)(6) 2018. During provocative maneuvers, noise was observed when the patient moved his left arm up and down, but not when the implant site was pressed or when the patient performed an isometric test. As the patient played tennis in the morning on (B)(6) 2018, it was suspected that the noise oversensing observed in some of the recorded episodes occurred during the tennis play. The patient had no symptoms and no pacemaker parameters were reprogrammed during the follow-up. The patient¿s treatment plan is yet to be decided. Preliminary analysis results confirmed the reported ventricular noise oversensing. Intermittent loss of ventricular capture is also suspected. A ventricular lead issue is suspected.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).